Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was explanted on (B)(6) 2015 after the patient had developed a severe bloodstream infection from a dialysis catheter requiring multiple antibiotics. It was noted that the patient was on hemodialysis post-lvad implantation for a few months. The infection was suppressed with chronic antibiotics. When blood cultures were clear, the team made the decision to explant all hardware and implant a new pump in an effort to have no further infection. Another manufacturer¿s vad was chosen because of lack of the need for a pump pocket. It was reported that no issues with the lvad device were suspected.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any deposition or thrombus formation. Examination did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.